Manufacturer narrative:
A ge rep evaluated the system and replaced two blown fuses. System operates as intended.

Event description:
Customer reported the system will not power up after someone had tripped over the power cord. No pt or staff injury was reported.